Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that following a factory reset of their ilet system, the user noted a blood glucose reading in the 300 mg/dl range. The user reported feeling well. Later that day, the blood glucose had returned to the expected range. No further device issues were reported.